Event description:
It was reported by the aci distributor that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the bfh (below femoral head) via a 6f sheath (unknown model). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of calcium in the vicinity of the access site and the vessel size approximately 9mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon inflated properly but when the balloon touched the vessel wall the balloon deflated and everything (device and sheath) came out". The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1218006) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 4mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided, the investigation performed and no returned procedural sheath for physical investigation, the root cause of the tear could not be determined. The review of the lhr (lot f1218006) indicated that the device lot met all established performance criteria prior to shipment.